Event description:
It was reported that a pump volume discrepancy was noted at pump replacement. The hcp removed 18 mls; 3.3 mls were expected. Per the hcp, the pump didn't show low battery and the pump seemed to be working fine. After replacement, the patient was started on 1/2 of the previous dose.

Manufacturer narrative:
(B) (4).